Event description:
Initial results for pt sodium/potassium were 74/2.0 mmol/l. When repeated, the results were 137/3.8 mmol/l. A second sample was initially 135/4.8 mmol/l for sodium/potassium. When repeated, the results were 80/2.9 mmol/l. The incorrect results were not reported. The field svc rep found the activator bottle was contaminated and corrected the problem by replacing the activator.